Manufacturer narrative:
The unit alarmed radio frequency failed self-test during the self-test and failed to connect to the blood glucose meter. The problem was the radio frequency board. The unit had no external flash error alarms and did not reset on its own. The unit had minor scratches on the lcd window. (B)(4).

Event description:
The customer called in to report an external flash error alarm and a radio frequency failed self-test alarm that happened during normal use. The customer's blood glucose level was 206 mg/dl. The customer's product was replaced and returned.